Manufacturer narrative:
Block b3: exact date unknown, event occurred during the winter storm. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7110682 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the spinal cord stimulation (scs) leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.